Event description:
A report was received that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.